Event description:
On 02/16/2000, the MFR received an explanted device along with an explant data form that states the following: the device was implanted in 1999. In 2000, the device was explanted. Reason for explant was - malfunctioning (leaking device). The explanted device was replaced with catalog number p5455k, in the pt's right chest, per a medical device registration form also included. On 02/16/2000, the MFR's rep contacted the facility's nurse for additional info. Nurse stated that the device was explanted due to leaking; however, nurse did not know where the device was supposed to be leaking from. No further details were provided.